Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial was dislodged after a recent implant. The lead was explanted and replaced. There were no complications and the asymptomatic patient was stable post procedure.